Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were having problems with calibrations. The customer stated that they their blood glucose levels had been going both high and low. The customer stated that they would not get a bolus no delivered alert. She stated that it was on (B)(6) 2017 was when it started. The customer's blood glucose level when it began was 400 mg/dl. The customer was advised not to calibrate for breakfast and to calibrate for lunch, dinner, and before bed. The device will not be returned for analysis.